Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, that stent damage occurred. The physician was attempting to implant a taxus express2 2.50x24mm drug eluting stent in the left anterior descending (lad) artery. However, the stent delivery system was unable to cross the lesion. The physician removed the device out of the patient and noted that the proximal edge of stent was lifted up. The procedure was completed with another device and patient status after procedure was good.